Manufacturer narrative:
Event date approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor. It was reported that the patient was having to recharge every day for the past 2-3 days; prior to that they were recharging every other day. Their tremors had also worsened, which was a sudden change in therapy. The patient tried to increase their stimulation by 0.10 v however this only made the tremors worse, so lowered it back down. The patient indicated they were going to follow-up with their healthcare provider. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating they did not find any issues with the charger or deep brain stimulation. The more frequent recharging and return of symptoms had been resolved.